Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the catheter was able to be connected to the inflation syringe; however, the catheter broke away from the luer that connects to the syringe. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.